Event description:
It was reported that there was a malfunction on the customer's pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump with updated software, providing instructions for storage and return of the faulty pump, and ensuring the customer understood the steps for setting up the new device. The customer acknowledged the information provided and planned to reach out to their healthcare provider for backup therapy.